Event description:
It was reported that when using the bd pyxis¿ medbank tower patient was not shown up in the cabinet and could not issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not shown up in the cabinet. A technical support specialist (tss) attempted to edit and save the patient record in medbank myqlink (mql) forced it to resynchronize down, but the update failed. Then the tier 2 specialist manually activated the patient, which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.